Event description:
Ez plus seeing moisture accumulating under port, and no leak alarm even if drape not adherent and moisture ¿pooling¿.

Manufacturer narrative:
The reported complaint was not confirmed, as no device was received for evaluation. The complaint deems a patient with moisture accumulate under port and no leak alarm. The pump was referenced as ¿unknown¿ for the serial number. Given an unknown serial number, neither a DHR nor a service report can be researched for the pump. The associated ez plus canister, dressing and/or replacements of those components were not included as part of the report. In regards to a pump not triggering a leak alarm after an evident dressing off the wound site means that the system was holding the negative pressure probably as a result of the blockage and a leak not significant enough in order to trigger an alarm. The pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for excessive leak if triggered by pressure differentials between pump pressure selector setting and the sustained pressure measured on gauge, reacting as an indication that the desired sustained pressure is not stable due to a leak. A possible root cause is that in the normal operation of the soft port, dressing absorbed exudates that slowed down the transport of freshly pulled exudates in system. In that circumstance the pump maintained negative pressure and canister was receiving a smaller volume due to a partial occlusion in soft port. Alarms in system connections normally occur within a period of time in the range of 2-3 minutes, therefore, not instantaneous. It is recommended to regularly check the dressing, in events of moderate to heavy drainage, in case of more frequent dressing changes may be needed.